Event description:
Customer reported a patient was being infused with propofol when the nurse noted a free flow event. The event was immediately observed and resolved. The risk manager reported the patient expired the following day from a withdrawal of care and not as a result of the free flow event. Although requested, no additional event or patient information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.